Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 291 mg/dl. Reportedly, the contact used the quick bolus feature to deliver a 10 units bolus. Review of the pump data logs by tandem technical support showed that approximately an hour prior to delivering the quick bolus, the contact had administered a 19 unit food/bg bolus, and the customer had 23 units of insulin on board (iob- active insulin in the body). During a follow-up call, the contact confirmed that the customer's blood glucose level was 237 (mg/dl) with 10 units of iob. Several hours later, during an additional follow-up call, the contact confirmed that the customer's bg level was stable at 190 mg/dl.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 291-307 (mg/dl).